Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet displayed a low battery alert, was placed on the charger showing a solid green indicator, then powered off and would not turn back on despite use of the supplied cord and 20 minutes on the charging pad; the charging pad functioned with another device, and the ilet was replaced. Symptoms included no patient symptoms. Outcomes included no clinical impact and continued therapy via backup methods and ongoing cgm use. Investigation included remote troubleshooting and confirmation of proper charging setup. Investigation of this device revealed a nonfunctional device consistent with battery depletion or power-on failure without associated alerts, and the device was shut down to avoid further alerts; no device data transfer was possible, requiring a new startup on the replacement unit. It was concluded, based on previously established findings for similar reports, that the cause was product malfunction with an undetermined component-level root cause.